Event description:
The iab was inserted into the pt on 9/9/97 at 6:45 p.m. And removed on 9/16/97 at 10:45 a.m. The iab did not malfunction. As a result of the event, the pt had major ischemia and surgery was required. Event complications: major ischemia/surgery required-reported 9/18/97. Pt's current status: unk-rpt'd 9/18/97.